Event description:
It was reported that prior to use tube was discovered to be deformed with a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: a shield was deformed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/22/2020. H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a molding defect with the incident lot was observed. Evaluation/testing of the customer samples was performed and molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use tube was discovered to be deformed with a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: a shield was deformed.